Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports (B)(6) architect havab-g assay results being generated on an architect i1000sr analyzer. The following was provided: an outpatient from (B)(6) 2015: initial result of (B)(6) with a generated cntl flag. This result was not reported from the lab. Retest: (B)(6) and reported from the lab. This sample was also retested on (B)(6) 2015 using reagent lot 51519li00 and generated a result of (B)(6) and a corrected report was sent. There is no impact to patient management reported.

Manufacturer narrative:
There were no returns available from the customer site for this evaluation. An in-house retained kit of the architect (B)(6) assay lot 49838li00 was tested in a specificity set-up across 3 different architect isystems analyzers. All control values and additional negative control values met specifications. The results were within specifications and no false reactive results were obtained, indicating acceptable performance of this assay reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
Lot# corrected from 49868li00 to 49838li00.